Event description:
It was reported that a patient presented in a non-clinical environment with loss of bluetooth low energy telemetry noted on the patient¿s implantable cardioverter defibrillator. No intervention or adverse patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.

Event description:
New information received notes that corrective programming changes were made to restore bluetooth low energy telemetry. No further patient consequences were reported.

Manufacturer narrative:
The reported event of an inability to communicate via remote monitoring was confirmed. The issue was resolved by bring the patient into clinic for device interrogation. No further investigation is required at this time. If the issue persists, the investigation will be re-opened. The results of the software analysis are inconclusive since no additional information was obtained to investigate. Based on the information received, the cause of the reported incident could not be conclusively determined.